Manufacturer narrative:
The instruments were not returned for evaluation. Engineering analysis shows that the trial shell liner was not designed to attach to the acetabular shell implant with the screw. The acetabular shell implant contains a locking ring that would prevent the trial shell liner from correctly seating into the shell.

Event description:
Threaded acetabular liner trials did not thread into acetabular shell implant.